Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch area pacing (lbbap) lead was found to be dislodged as the helix of the lbbap lead retracted itself following septal implantation. The lbbap lead was subsequently replaced to complete the procedure. The patient was in stable condition.